Manufacturer narrative:
A getinge field service engineer (fse) was sent to evaluate the unit and found the top display hinges were still intact but were missing screws. The fse replaced the missing screws (0040-00-0458) and verified that the device was functional. The unit was returned to the customer for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use, the cardiosave intra-aortic balloon pump (iabp) had a broken display hinge. There was no patient involvement.